Manufacturer narrative:
One (1) 8 french angio-seal device was returned for product evaluation. The returned device included the guidewire, locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the forward lock position. The tubing of the sheath was found to have been broken in multiple locations in a manner that was consistent with embrittlement due to light exposure. The sheath was able to be broken when subjected to minimal pressure to test the integrity of the component. No other damage or issues were identified. The complaint was confirmed for a sheath breakage due to ultraviolet (uv) light exposure. The likely cause of the issue was determined to have been improper storage of the device as the device was exposed to uv light radiation during storage. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not available due to hospital policy. A2: age & date of birth: requested, not available due to hospital policy. A3: patient sex: requested, not available due to hospital policy. A4: weight: requested, not available due to hospital policy. A5: ethnicity: requested, not available due to hospital policy. A6: race: requested, not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after ia surgery, the physician performed common femoral artery (cfa) hemostasis using angio-seal 8 french. The device was inserted into the sheath combination. After the first click, when he pulled it back to the final locking position for the second time, he found that the sheath was broken. The broken position was finally close to the end of the sheath. The physician applied pressure to the puncture site with his hands to complete the operation. The reported event did not result in patient injury. There was no direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information received on (B)(6) 2023: a 7 french sheath size was used. No sensation of anomaly was felt at that time of arterial access, sheath, guidewire, or catheter insertion. There was an angiogram performed before placement of the angio-seal. The sheath break occurred near the " l" letter portion of the tube at the distal end of the catheter. The blood loss was less than 250cc's. The patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information to section b5.

Event description:
Additional information was received on (B)(6)2023: it was confirmed with facility, and they are no longer storing the device under ultraviolet (uv)/light exposure environment. They do not use the pyxis system.